Event description:
It was reported that during a robotic assisted laparoscopic prostatectomy procedure, the stapler did not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the device not open? Was the device on tissue when the device would not open? If yes: how was the device removed from the tissue?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with the clamping and firing mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: at what firing did the device not open? Was the device on tissue when the device would not open? If yes: how was the device removed from the tissue? I (and also the or) doesn¿t know if the stapler was on tissue. The info I gave was the only info they knew. Additional information was received on 5/27/15: sorry they all don¿t know. Only know the info I send before.